Event description:
A bipap a30-s was returned to a third-party service center for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found evidence of foam degradation. Also, during evaluation, ventilator inoperative error codes related to the power fail voltage being outside its valid range of 4.775 to 5.675 for at least 10 seconds and failure of the outlet pressure sensor were confirmed in the event log. The technician recommended replacing the device's circuit board to address the error code issues. No repair was performed. The device will be scrapped as per customer request. Additionally, during the evaluation of the device at a third-party service center, an error code unrelated to the ventilator inoperative error codes for the issue of an error in verifying the flash drive format on device start up was confirmed in the event log. The technician recommended replacing the device's circuit board to address the error code issues. No repair was performed. The device will be scrapped as per customer request.